Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 3 other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure of the left eye, it was noticed that the optic of the iol was scratched. The procedure was completed without patient harm. Additional information has been requested; however, further information has not been received. This is 1 of 2 reports from this facility.

Manufacturer narrative:
The used cartridge was not returned. Thirty-seven unopened cartridges were returned for the reported lot. One sample was pulled from each returned carton. The samples were numbered 1-4 for evaluation purposes. The four returned unopened cartridges were opened and microscopically examined. No damage or abnormalities were observed. The four returned unopened cartridges were functionally evaluated. No lens or cartridge damage was observed after the lens deliveries. The returned unopened cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model indicated for this complaint is not qualified for use in the cartridge. A qualified handpiece and viscoelastic were indicated. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). The customer indicated the use of a company lens model that is not qualified for use in the cartridge. Company foldable iol¿s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. No other determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).